Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the now identified acetabular liner or femoral stem product / lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report voluntarily submitted by patient and received from FDA indicates that patient has had increased pain since total hip replacement surgery with walking and weight bearing, is unable to go up and down stairs, turning in bed hurts. The pain is in the left groin and goes into her left thigh and the lateral part of her left leg. Her leg is weak and even with three rounds of pt, she still has no strength and has severe pain. The pain in groin is worst when lifting leg 45, 60, and 90 degrees. It feels like a click/catch and the pain is worst at those points. Update (B)(6) 2011 - litigation papers received.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Based on the inability to find any other reported incidents against the provided product and lot code it is not unreasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The product/lot for the associated femoral stem is not known. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem.